Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Event description:
It was reported that there was an isolated low impedance value on the right ventricular lead and since then, the measured impedance has increased from its chronic value of 440 ohm to 510 ohms and subsequently 1025 ohms. The increase has been gradual and over the course of about one year. The lead remains in use. No patient complications have been reported as a result of this event.